Event description:
The pt reported experiencing elevated blood glucose during the night of up to 280 mg/dl since 2009. He attempted to lower blood glucose readings by bolusing through the infusion device but his readings remained elevated. He then injected insulin via syringe. The following month, he switched to his backup infusion device and has had no further issues. His normal blood glucose level is 100-120 mg/dl. He stated that the up and down buttons of the primary infusion device do not function properly, and he does not receive the correct basal rate. No further info is available.

Manufacturer narrative:
This incident occurred outside of the unites states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.